Manufacturer narrative:
Standard disclaimer on file.

Event description:
Customer tested blood glucose, took insulin then retested. Since she did not feel well, she went to the hosp. A result was obtained on an ER device that was much different than that on the customer's device. Pt was treated with IV and a "sweet substance". The customer was released after 3 hrs in the emergency room.